Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a notch appeared on the optic. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. A photo was provided of a computer monitor showing a gloved hand pointing to a circled area of the lens implanted in the eye. There appears to be a line/scratch/mark on the edge of optic. The reported product lot numbers were not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photo, there appears to be a line/scratch/mark on the optic edge and clinical solution appears to be present on the lens. The product has not been received to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Follow up attempts were made. No further information has been provided at this time. Not enough information was provided from the account for further investigation. File will be reopened if new information or the product is received. The manufacturer internal reference number is: (B)(4).